Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a procedure for debridement and suture of facial laceration under local anesthesia .on (B)(6) 2022 and suture was used. On the 7th day after the surgery , the patient came for a follow-up visit and complained of pain at the wound. The physical examination found that the wound was red and swollen, and there was still some suture left. The patient had post op inflammation and device extrusion. The doctor immediately removed some sutures, disinfected the alcohol wound, and used cefuroxime injection to fight infection. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 1/17/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's weight and bmi at the time of index procedure. Name of index surgical procedure? -unk the diagnosis and indication for the index surgical procedure? -unk what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)?-open on what tissue was the suture used?-skin what was the tissue condition (normal, thin, calcified, fragile, diseased)?-unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?-unk other relevant patient history/concomitant medications?-unk what is the physician¿s opinion as to the etiology of or contributing factors to this event?-unk what is the patient's current status?-unk if applicable, will product be returned? If so, please provide the return date and tracking information.-no. Did the patient have an infection?-yes if the patient had an infection, please provide the onset date/time of infection from the initial surgical procedure.- the onset date of infection is 2022-12-7. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?-unk did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?-unk were cultures performed? If so, please provide the results.-unk

Manufacturer narrative:
(B)(4) date sent to the FDA: 1/18/2023 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/8/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was obtained: after investigation, the specific sewing method was continuous suturing.